Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most probably cause could be attributed to the operator's technique. The instruction manual states, "do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use."

Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, a portion of the ceramic tip broke off inside the patient. The broken tip was retrieved from the patient. The procedure was completed using a different device. No patient injury.